Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3 other text : see h.10.

Event description:
It was reported when using an unknown bd tube had bubbles which causes issues with sampling on the analyzers. The following information was provided by the initial reporter. The customer stated: "we have also noticed a number of frothy samples where the bubbles causes issues with sampling on the analyzers with their inbuilt bubble detection. Issue of over-vigorous mixing the frothy samples was entered as (B)(4) for (B)(6) ¿ is this happening at (B)(6) as well? We are seeing this on both sites."